Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, granuloma, silicone migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade iii, silicone-induced granuloma, reactive axillary lymph nodes.

Event description:
Healthcare professional reported "right breast rupture and grade iii capsular contracture", "reactive axillary lymph nodes at right level I, measuring up to 0.8cm in the shortest axis" and "silicone-induced granuloma" via MRI report and "pain and swelling." Device remains implanted.